Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid to distal left circumflex artery. After placing a 6f non-bsc guide wire, a non-bsc guide extension catheter was inserted. A 2.25 x 16 synergy ii stent was then advanced but failed. The device was removed and was re-advanced utilizing the torpedo and buddy wire technique. However upon pulling back into the non-bsc guide extension catheter, the stent detached in the left main artery. The stent was snared out via the superficial femoral artery area. There was no harm to the patient and no further complications were reported.